Event description:
Customer reported melting on the base unit of the device. Customer stated it appeared the base unit was put in place when still wet from cleaning. Customer indicated cleaning the device with alcohol wipes. A request was made for return product and replacement product was sent.